Event description:
It was reported that an infection and also oversensing on the right ventricular (rv) lead occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, implanted: (B)(6) 2013; addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-52, the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead was observed to have blood ingression.